Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown cup unknown head unknown fitmore stem. G2: onoi, y., hayashi, s., fujishiro, t. Et al. The medullary cavity morphology of the proximal femur influences the fixation pattern of the rectangular tapered short stem in total hip arthroplasty. Arch orthop trauma surg 144, 3857¿3864 (2024). Https://doi.org/10.1007/s00402-024-05500-5. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 (one) patient experienced a post-op superficial wound infection. No further discussion regarding treatment or intervention was provided. Attempts have been made, and no further information has been provided. The reported event was identified during review of a journal article onoi et al literature review. The medullary cavity morphology of the proximal femur influences the fixation pattern of the rectangular tapered short stem in total hip arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h6; h10. Attempts have been made to gather all product identification information, and no further information has been provided. Product has not been returned. No product evaluation was completed. Root cause of the reported event is not device related. Additionally, superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported, and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient¿s infection onset occurred three weeks after the initial operation. It was confirmed that medical-surgical intervention was not necessary, and only conservative treatment was required. No specific cause of the infection was identified. Only the patient¿s condition was noted. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.